Event description:
It was reported that there was an episode of false asystole recorded. The device remained in use for a few more weeks, until the patient was apparently upgraded to a pacemaker system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).